Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, date of onset of visual issues was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis symfony intraocular lens (iol), model zxr00 25.5 diopter, was explanted from the right eye of the patient on (B)(6) 2017 due to complaints of visual issues. There was no incision enlargement, vitrectomy, sutures, or post-operative injuries. The lens was replaced with the same model lens with a lower diopter size (23.0). No additional information provided.